Event description:
A hospital in (B)(6) reports that during a planned implant removal it was noticed that 3 proximal screws were broken. All 3 screws could be removed without prolongation of the op. No harm to the patient. The removal was performed because the patient was fully healed. This report is #3 of 3 for the same event.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.